Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: bilateral capsular contracture baker grade unknown.

Event description:
Healthcare professional reported a right side capsular contracture baker unknown, later confirmed as grade iii. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, b7, d.6b, h6.

Event description:
Healthcare professional later reported, via operative report, patient noted firmness to bilateral breasts. Mammography and ultrasound showed breast implant and breast capsule. Device has been explanted and replaced.

Event description:
Healthcare professional reported a right side capsular contracture baker unknown, later confirmed as grade iii. Healthcare professional later reported, via operative report, patient noted firmness to bilateral breasts. Mammography and ultrasound showed breast implant and breast capsule. Patient undergone capsulectomy. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe since it is not related to the device. Additional observations: crease fold and white particles observed on the device. No further actions are required as the device was implanted.